Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. A photograph was returned for evaluation. It was reported that the balloon disengaged from the trocar sleeve and component disengaged into the cavity. An associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The most likely root cause could not be identified because no problem was detected with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the kidney shaped balloon following deployment, inflation and dissection in a laparoscopic inguinal hernia repair, the balloon disengaged from the trocar and fell into the patient. The dissection had already been done so the balloon had done it's work already. It was retrieved with a pair of graspers. There was no patient injury.